Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl. The customer stated that the automode was not active as transmitter and insulin pump was not communicating with each other. The customer reported that the sensor signal was not found and customer tried deleting the transmitter serial number from insulin pump and paired it again but still sensor signal was not found. The pump will be returned for analysis.